Event description:
It was reported that the user experienced low glucose followed by high glucose after self-treating a reading of 70 mg/dl with a large quantity of ice cream, after which glucose later decreased to 54 mg/dl and was treated with oral glucose tablets; the agent provided troubleshooting and education, including fingerstick confirmation and the 15 grams of carbohydrate for 15 minutes rule. Symptoms included hypoglycemia. Outcomes included transient low and high glucose with recovery after self-treatment. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device malfunction and suggested user management contributed to the event, with cause unclear for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.